Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex. Access was obtained through the brachial artery. After predilating the lesion, the residual stenosis was more than 75%. A 2.50x16mm taxus liberte stent delivery system (sds) was advanced but it could not cross the target lesion. When attempting to remove the device the proximal edge got stuck. The guide catheter was inserted near the device in attempt to release the stent. After the whole system was removed together it was noted that the stent had dislodged at the entrance of the cx. A contrast study on the whole body was performed and the stent was located in the left knee. It was successfully retrieved with a snare and catheter. The procedure was completed with poba and no additional patient complications occurred. The patient's current condition is listed as "good".

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex. Access was obtained through the brachial artery. After predilating the lesion, the residual stenosis was more than 75%. A 2.50x16mm taxus liberte stent delivery system (sds) was advanced, but it could not cross the target lesion. When attempting to remove the device, the proximal edge got stuck. The guide catheter was inserted near the device in an attempt to release the stent. After the whole system was removed together, it was noted that the stent had dislodged at the entrance of the cx. A contrast study on the whole body was performed and the stent was located in the left knee. It was successfully retrieved with a snare and catheter. The procedure was completed with poba and no additional patient complications occurred. The patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer-visual and microscopic examination of the returned stent delivery system (sds) revealed that the stent was returned unattached to the delivery device. The stent was damaged throughout. No other damage was noted to the device. The balloon had stent impression on it and pillowing, indicating that the stent was crimped correctly during manufacturing. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch mandrel was inserted without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B) (4)